Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There was no additional adverse patient effects were reported. This rv lead was surgically abandoned.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There was no additional adverse patient effects were reported. This rv lead was surgically abandoned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the lead was not confirmed. The lead was analyzed, was severed from the terminal end and only the proximal segment was returned. The product investigator confirmed that this was an induced damage during the explant procedure. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results.